Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 43-44 mg/dl; suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg level. A pump system check was performed and confirmed pump functioned as intended at the time of event.